Event description:
Pt fell and the humeral liner disassociated from the humeral tray requiring revision.

Manufacturer narrative:
Engineering analysis of the recovered devices showed no evidence of mechanical failure of the humeral liner/humeral tray locking mechanism. A functional test was conducted on the locking mechanism following impaction as instructed in the surgical technique, the humeral liner successfully locked into the humeral tray as intended.